Event description:
The patient reportedly has experienced sound quality issues and intermittencies between the external equipment and the cochlear implant. External equipment was exchanged. However, the reported problem was not resolved. In 2007, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the patient's device was no longer functioning. Surgery to explant the patient's device has been scheduled.